Event description:
It was reported that these products did not pass the inspection for (B)(4).

Manufacturer narrative:
Device manufacture date for lot # ppmyt30: (B)(4) 2005. A supplemental report will be submitted upon completion of the investigation. (B)(4).